Event description:
It was reported that the patient had a procedure to explant the neurostimulator and tined lead due to the lack of symptom relief. The device did not help manage the patient's urinary incontinence and the patient was getting inadequate stimulation. While the physician did not believe that the device was not a cause for the patient's incontinence, the patient elected to have the device removed. The patient does not plan to have the device reimplanted. No further patient complications were reported.

Manufacturer narrative:
Product code (d2b) - additional product code qon. Premarket / 510(k) # (g4) - additional premarket / 510(k) # p190006. UDI for concomitant product, tined lead: (B)(4). This report is being filed for a correction to field h6. The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. There was no report of a device performance allegation. A device was not returned, and pictures were not provided resulting in an inability to analyze the device and identify if a malfunction occurred. Based on the information available, the patient had their neurostimulator and tined lead explanted due to lack of symptom relief. The cause of lack of efficacy could not be established, but is a known inherent risk of the device, therefore, an investigation conclusion code of 'known inherent risk of device' was chosen. The reported patient symptom(s) are known risk associated with this device type and indicated as such in the instructions for use.

Manufacturer narrative:
Product code (d2b) - additional product code qon. Premarket / 510(k) # (g4) - additional premarket / 510(k) # p190006. UDI for concomitant product, tined lead: (B)(4).

Event description:
It was reported the patient had their neurostimulator and tined lead explanted due to lack of symptom relief. The device did not help with their urinary incontinence, and they were getting inadequate stimulation. The physician did not believe the device caused or contributed to the patient's incontinence. The patient elected to have it removed and is not considering a reimplant. A patient outcome was not reported.

Manufacturer narrative:
Product code (d2b) - additional product code qon. Premarket / 510(k) # (g4) - additional premarket / 510(k) # p190006. UDI for concomitant product, tined lead: (B)(4). The following fields were corrected. B2 outcomes attributed to adv event. B5 incident description. H6 impact code.

Event description:
It was reported that the patient had a procedure to explant the neurostimulator and tined lead due to the lack of symptom relief. The device did not help manage the patient's urinary incontinence and the patient was getting inadequate stimulation. While the physician did not believe that the device was not a cause for the patient's incontinence, the patient elected to have the device removed. The patient does not plan to have the device reimplanted. No further patient complications were reported.

Manufacturer narrative:
Product code (d2b) - additional product code qon. Premarket / 510(k) # (g4) - additional premarket / 510(k) # p190006. UDI for concomitant product, tined lead: (B)(4). This report is being filed for a correction to field h6.

Event description:
It was reported that the patient had a procedure to explant the neurostimulator and tined lead due to the lack of symptom relief. The device did not help manage the patient's urinary incontinence and the patient was getting inadequate stimulation. While the physician did not believe that the device was not a cause for the patient's incontinence, the patient elected to have the device removed. The patient does not plan to have the device reimplanted. No further patient complications were reported.